Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on unknown date with blood glucose of over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer feels that the new insulin pump was not delivering insulin. The insulin pump will not be returned for analysis.